Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in the emergency room after receiving several shocks from their device. The device was noted to be in back up mode because of low battery power. Voltage and error codes showed that the device's battery level was significantly lower than the elective replacement indicator levels. The device was explanted and replaced. The patient was stable.